Event description:
It was reported the patient was in the intensive care unit (ICU) with pneumonia, sepsis and ¿other issues¿ and the dose was decreased from 1000ug/day to 800ug/day at the family's request. The patient was receiving intrathecal baclofen therapy. It was further reported the patient had increased tone and was receiving effective therapy. Additional information received reported it was unknown when the increased tone began or if it was in conjunction with sepsis, pneumonia, or other issues. No further information was provided. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).